Event description:
Pt was seated on an examination table when the back collapsed and the pt fell to the floor. The pt underwent anterior cervical discectomy and fusion with anterior plating in 2005. The original report on this incident indicated that there were no injuries. There were x rays taken that were reported as negative. A letter was received from an attorney on 05/2006, alleging the above injuries and treatment were attributed to this incident.